Manufacturer narrative:
Correction: b5. Device name corrected to: "alaris pump module smartsite infusion set" device evaluation: no product or photo was returned by the customer. The customer complaint of leakage at the tubing insertion site could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that alaris pump module smartsite infusion set leaked. The following information was provided by the initial reporter: material no: 2426-0007 batch no: unknown it was reported the bags were leaking on the alaris pump.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that primary tubing sets leaked. The following information was provided by the initial reporter: material no: 2426-0007 batch no: unknown. It was reported the bags were leaking on the alaris pump.